Event description:
Baxter reported, "a spike of the transfer set was broken." The date of how long the set has been in place is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.